Event description:
It was reported a spectrum pump alarmed door not fully latched during biomed testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were confirmed and reproduced while loading a set. This condition was determined to have been caused by a loose link screw. The link screws were replaced.